Manufacturer narrative:
Citation: oechslin l et al. Percutaneous pulmonary valve implantation in grown-up congenital heart disease patients: insights from the zurich experience. J interv cardiol. (B)(6) 2017. Doi: 10.1111/joic.12477. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding percutaneous pulmonary valve implantation (ppvi) as a non-surgical treatment for degenerated prosthetic conduits in adult patients with congenital heart disease (chd). All data were collected from a single center between january 2008 and march 2016. The study population included 25 patients (predominantly male; median age 28 years). Six of these 25 patients had medtronic conduits (5 contegra, 1 hancock) previously implanted in the pulmonary position. Twenty one of these 25 patients had a medtronic melody bioprosthetic valve implanted to replace a degenerating conduit. No serial numbers were provided. Among all patients, there were no deaths either periprocedural or within the median 43-month clinical follow-up. Among all patients, adverse events for the previously implanted degenerated pulmonary conduits were stenosis and severe regurgitation. Adverse events for the new ppvi included mild regurgitation. Device malfunctions included stent fracture. In one patient, stent-fractures (type I) occurred during high-pressure balloon post-dilatation during the index procedure. In the second patient, stent fractures (type ii) were detected three years post-implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed events and medtronic product. No additional adverse patient effects or product performance issues were reported.